Event description:
During laparoscopic cholecystectomy, the bovie was not working well. The power was increased from 35 to 40. Sparks came from the cord where it was attached to the machine. The cord separated from the hub at the connection and fell to the floor. The plug remained in the machine. The end of the plug was red hot and the end of the cord was red hot and smoldering. The bovie machine was checked for electrical problems and nothing was found. It was returned to service without further incident.